Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, it was reported that the patient experienced dizziness and headache. The cgm reading was 70 mg/dl and the bg reading was 130 mg/dl. At an unspecified time of the event the cgm reading was low and the bg reading was 131 mg/dl. But the cgm readings kept showing low values (no specific values reported) and based on that the patient decided to self-treat with food that contains sugar. The patient was taken to the hospital and was diagnosed with dka. At the hospital the patient was treated with unspecified medication as the patient couldn´t remember what medication was provided. The patient reported that he was discharged after ¿a couple of days¿ but was unable to tell how many days exactly. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.